Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to the patient's recurring incontinence. It was determined that the patient's urethra had atrophied to the point that the cuff was not providing enough coaptation. The entire system was removed and replaced with a smaller cuff. There were no additional patient complication reported.